Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.3, lab: 2.6. Date: (B)(6) 2011, inratio: 5.6. Pt's target therapeutic range is 2.0-3.0. Results done about 2-3 hours apart.